Manufacturer narrative:
The initial medical device report was submitted (2938836-2015-02470). Lithium clusters were observed during the analysis. No additional analysis is necessary.

Event description:
It was reported that device was unable to be interrogated with two different programmers. Establishing telemetry through the etp was unsuccessful. Device replacement was rescheduled. No further information is available.